Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a code for not charging to target energy level for high voltage shock within the specified amount of time when interrogated. Technical services (ts) analyzed device episode data and found stored episodes with inappropriate electric shocks due to noise. There were also untreated and smart pass episodes due to errant deflections and flat electrogram (egm) on all sense vectors. The shock impedance was 15 ohms after reported shocks, which was out-of-range. Health care professional (hcp) turned off tachycardia therapy for this system. Engineering analysis was performed on device data. Ts stated that this patient should be considered unprotected at this time. A chest x-ray was advised. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). Prior to explant a chest x-ray and device interrogation were done. It was noted that the electrode had become dislodged so that the coil was touching the generator. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation. Later, this product was received and investigation was performed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Melted metal (arc marks) are evident on the electrode's coil (proximal end). In order for the shocking coil to receive this type of damage, it would have to have been in close proximity to the device can. Note: arc marks are present on the outside of the returned s-ICD device can.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a code for not charging to target energy level for high voltage shock within the specified amount of time when interrogated. Technical services (ts) analyzed device episode data and found stored episodes with inappropriate electric shocks due to noise. There were also untreated and smart pass episodes due to errant deflections and flat electrogram (egm) on all sense vectors. The shock impedance was 15 ohms after reported shocks, which was out-of-range. Health care professional (hcp) turned off tachycardia therapy for this system. Engineering analysis was performed on device data. Ts stated that this patient should be considered unprotected at this time. A chest x-ray was advised. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). Prior to explant a chest x-ray and device interrogation were done. It was noted that the electrode had become dislodged so that the coil was touching the generator. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a code for not charging to target energy level for high voltage shock within the specified amount of time when interrogated. Technical services (ts) analyzed device episode data and found stored episodes with inappropriate electric shocks due to noise. There were also untreated and smart pass episodes due to errant deflections and flat electrogram (egm) on all sense vectors. The shock impedance was 15 ohms after reported shocks, which was out-of-range. Health care professional (hcp) turned off tachycardia therapy for this system. Engineering analysis was performed on device data. Ts stated that this patient should be considered unprotected at this time. A chest x-ray was advised. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.